Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a missing end cap sticker, and a dented case.

Event description:
It was reported the customer's insulin pump was falling apart. The customer stated they were changing their infusion set when they noticed the insulin pump's motor pushing the back panel off. Customer's blood glucose was unknown at the time of the call. The customer believed the seal to their insulin pump has worn out. It was found the insulin pump had been damaged for one month. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.